Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic/touch contamination further described as pt did not wash hands and site well. Subsequently the pt was diagnosed with peritonitis and was not hospitalized for the event. On the same date as diagnosis, the pt was treated with vancomycin (1 gm, every 5 days, ip-intraperitoneally) for peritonitis. Thirty five days later, vancomycin treatment was discontinued. Seven days prior to discontinuing the treatment, the peritonitis was resolved and the pt was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).